Event description:
While oeprating on battery power, the pump powered off by itself without sounding an audible alarm tone. The device was returned to the biomedical engineering department with an unsigned note that reported, "while on a patient, this device shut down without alarming" reportedly, the device was delivering an unspecified solution when the nurse unplugged the device from ac power. No specific programming parameters were provided. After an unspecific length of time, the nurse returned to the patent's room and noted taht the device had powered off without sounding an audible alarm tone. During review of the device's alarm history by the user facility, a recent "warning: battery service" alarm was noted. There were no reports of adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.